Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet system experienced hyperglycemia with a blood glucose of 234 mg/dl after eating about one hour prior and requested assistance with a full supply change while using inset 23" infusion sets; the agent guided a complete supply change and resumed insulin delivery, provided education on correction algorithms, and advised expected regulation within 1¿2 hours. Symptoms included elevated blood glucose. Outcomes included no alerts or alarms, no injury, and no medical intervention or hospitalization. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed no device malfunction reported or observed during the call, and the event was consistent with postprandial hyperglycemia with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.